Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrical insulation between conductor wires 1-4 and the thermocouple wires were tested while the catheter was deflected and un-deflected. A short circuit between e3 and e4 was detected. Electrode 4 was cut and peeled open to inspect for damage. Conductor wire 3 was found to be fractured at the distal edge of electrode ring 4. Following the removal of electrode ring 4, the short circuit between e3 and e4 was no longer present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the short circuit could not be conclusively determined.

Event description:
This report is to advise of a short circuit of the catheter noted during analysis.